Event description:
Hyperglycemia: electrolytes serum increased (nos): a man reported that since he switched from conventional syringes to novofine 30 needles 3-4 months ago, he has often experienced the leakage of insulin from his injection sites after injecting. He suspects that when the leakage occurs, he does not receive his complete dose of insulin. On jun-26-99 his blood glucose level was elevated to the 200-300 mg/dl range and he felt unwell. He then went to the emergency room and was admitted for two days because of hyperglycemia and elevated electrolytes. When the man was discharged from the hospital he switched back to conventional syringes for his injections and his blood glucose levels remained within normal limits. However, he reported that when he traveled he switched back to novofine 30 needles and again experienced the leakage of insulin from his injection sites and elevated blood glucose levels.